Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Correction: h.6.

Manufacturer narrative:
Device evaluation: creases fold, wear abrasion and opening curved on anterior. Leak test and microscopic analysis was performed which identified: opening crease sharp on anterior and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease sharp on anterior assessed as fold flaw opening. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.